Event description:
It has been reported that numerous attempts made to seat insert, which wouldn't lock. Another one locked on the first attempt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.